Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: "* could you please clarify if the quantity of sutures broken were 5 or is it possible that it could be more than 5? Please provide exact quantity =>we cannot determine how many they are broken. Approximately 5. * what is the lot number?=>unk * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>we regularly contact with sales rep about the device returning. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).=>(B)(6) I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m events reported via: 2210968-2023-06178, 2210968-2023-06179, 2210968-2023-06180, 2210968-2023-06181, 2210968-2023-06182

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. During the procedure, about 5 sutures of vcpb725d, components of ¿oggyn9¿ which is sold as a kit in japan, broke right at the root immediately during use. No adverse patient consequences were reported. Additional information was requested.